Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis: the root cause of the thrombosis was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Medical safety/clinical reviewed the event. An impella cp device (pump 1, sn (B)(6)) was percutaneously inserted via the right femoral artery in a 61-year-old male for cardiogenic shock secondary to acute myocardial infarction (nstemi). The patient¿s past medical history and comorbidities are unknown. The patient initially presented with non-st segment elevation myocardial infarction and underwent percutaneous coronary intervention (pci) to the left anterior descending artery with placement of one drug-eluting stent. During hospitalization, the patient¿s left ventricular ejection fraction declined from 45% to 10%. The patient developed ventricular tachycardia requiring intubation and vasopressor support. Labs demonstrated a lactic acid level of 2.5 mmol/l. Upon arrival at the cardiac catheterization lab, left heart catheterization was unremarkable. Right heart catheterization revealed a cardiac index of 2.1 l/min/m² and left ventricular end diastolic pressure of 30 mmhg. The patient was classified as scai stage e cardiogenic shock at the time of impella initiation. Pump 1 was implanted without difficulty. Immediately following initiation of support, purge flow was 3.4 ml/hr., increased to 3.8 ml/hr., and subsequently trended downward to below 3 ml/hr. With saturated pump flow alarms. Concurrently, decreased pump flows and decoupling of aortic and left ventricular waveforms were observed. Due to concern for device malfunction and inadequate support, pump 1 was removed and replaced with a second impella cp device (pump 2, sn (B)(6)). Pump 2 was successfully implanted and support was reinitiated. The patient was prepared for transfer to another facility for continued management. The following day, during evaluation for escalation to an impella 5.5 device, transesophageal echocardiography revealed a large left ventricular thrombus. Due to the presence of thrombus, the decision was made to initiate venoarterial extracorporeal membrane oxygenation (va-ECMO) instead of impella 5.5 support. The subsequent day, the patient¿s family elected to withdraw life-sustaining measures, and the patient expired. Additional clinical details prior to withdrawal of care are unavailable. This report describes a decreased purge flow event associated with pump 1, resulting in device exchange. The device replacement procedure was completed without complication. This is a serious injury attributable to impella cp pump 1. Although pump 2 will be reported in association with the patient¿s death, the patient¿s underlying conditions, acute myocardial infarction (nstemi), severe scai stage e cardiogenic shock, profound reduction in ejection fraction (10%), ventricular tachycardia and overall hemodynamic instability, contributed most to the demise outcome. Correction. Complaint/patient coding was updated/corrected following medical safety/clinical review as follows: remove serious injury/ illness/ impairment (f12) and insert additional device required (f2301). Therefore, section h6 (health effect ¿ clinical code, health effect ¿ impact code, and medical device problem code) has been fully repopulated and should be regarded as the coding that accurately reflects the reported event. Note: h6. Component and investigation type, findings, and conclusion remain unchanged as previously reported. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: potential adverse events (united states) , ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation; section: impella cp with smart assist catheter insertion; section: axillary insertion of the impella cp with smart assist catheter; section: use of impella with transcatheter aortic valves; ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported that a patient was escalated from the initial impella cp to a new impella cp for mechanical circulatory support. While on the second impella cp, the patient was brought to the operating room to escalate to an impella 5.5 when there was a large left ventricle thrombus on transesophageal echocardiogram. The following day, the family decided to withdraw care and the patient expired.